Manufacturer narrative:
This report is filed on july 17, 2019.

Manufacturer narrative:
This report is submitted on may 10, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance decrement with device use resulting in the decision to explant the device. The device was explanted on (B)(6) 2019.